Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted, therefore, it was not explanted. The intraocular lens (iol) is not returning for evaluation as it is discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. When the tip of the inserter was removed from the eye, the lens also came out. Additional information was reported that the outcome did not significantly interfere with activities of daily life. The lens was discarded. No further information is available.